Event description:
It was reported that this was a vessel closure of an unknown vessel using five prostyle devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all five devices. An unspecified method was used to achieve hemostasis. Subsequent to previously filed report, additional information was received which clarified there were only 4 prostyle used during the procedure and not 5 as initially reported. It was reported that this was an arteriotomy closure of the right common femoral artery using four prostyle after a transcatheter aortic valve implantation with a 6f sheath. No imaging was taken at the access site prior to prostyle use. Reportedly, a cuff miss [suture retrieval issue] was noticed for all four prostyle devices. A cut down was performed and surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Analysis will not be required as there was no device malfunction or adverse event associated with this device. Corrections: h6 health effect - impact code 4611 removed and code 2199 added. H6 medical device problem code 1142 removed and 3189 added.

Event description:
It was reported that this was a vessel closure of an unknown vessel using five prostyle devices relative to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed for all five devices. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.